Manufacturer narrative:
This report is submitted on november 23, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2019 and the patient was reimplanted with another cochlear device on (B)(6) 2021.